Manufacturer narrative:
Corrected sections as of 19-nov-2021: h3: was the device evaluated by the manufacturer? Changed from no to yes h6 : corrected FDA's method, result, and conclusion codes: type of investigation 4118 corrected to 11; investigation conclusions corrected from 11 to 19, 67. H10: meter was returned - product evaluation in-process changed to: meter was returned for evaluation. Reported defect not reproduced. Most likely underlying root cause: mlc-058- user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 42, 55, 47 and 40mg/dl. The customer¿s expected fasting blood glucose test result range is 110-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/25/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).